Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, it was noticed that the packaging of the device was compromised.

Manufacturer narrative:
Photos of the component confirm that the stem extension had punctured the inner and outer cavities. The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. It is possible that the component was dropped or otherwise damaged during transit; however, this cannot be confirmed. A definitive root cause cannot be determined with the information provided.